Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2004330. Medical device expiration date: 2023-04-30. Device manufacture date: 2022-01-04. Medical device lot #: 2020919. Medical device expiration date: 2023-05-31. Device manufacture date: 2022-01-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the device experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: I sent you a complaint about a month ago about mold and the beginning of colonies in our purple edta tubes.

Manufacturer narrative:
H6: investigation summary: bd received 1 photograph from the customer in support of this complaint. An evaluation of the photo indicated a yellowish edta clumps in 2 tubes. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tubes. Additionally, 100 retained samples from each lot (2004330; 2020919) of the bd inventory, were visually inspected and no defects were found. Although the condition is confirmed its impact on the efficiency of the tubes is limited. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the device experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: I sent you a complaint about a month ago about mold and the beginning of colonies in our purple edta tubes.